Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The capsule was returned unattached to the delivery system. The capsule trocar needle was slightly advanced and there was evidence of dried blood/mucous on the capsule.